Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one month and twenty-three days post a chronic catheter placement, the cuff allegedly detached and remained inside the patient's body during removal. It was further reported that the physician was able to remove the cuff. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerline 5f s/l catheter was received for evaluation. Visual, microscopic, tactile and functional testing were performed on the returned device. The tissue cuff was noted to be missing from the catheter and was not returned. Material adhering was noted on the portion. Both infusion and aspiration were performed without issue. Therefore, the investigation is confirmed for the reported loss of or failure to bond and material separation as the cuff was noted missing and only material adhering was noted. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2027), g3, h6 (device) h11: d4 (medical device lot number), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-three days post a chronic catheter placement, the cuff allegedly detached and remained inside the patient's body during removal. It was further reported that the physician was able to remove the cuff. There was no reported patient injury.